Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified artery below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. Inflation was performed two times. However, during second inflation at 6 atmospheres for 10 seconds, the balloon ruptured at the middle part. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries were reported and the patient was in good condition.